Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while the arctic sun device was in use on a patient, a ¿005 tank empty¿ error occurred, after which the screen repeatedly went black and then recovered. As a result, the device was replaced with a loaner unit.